Manufacturer narrative:
Evaluation results: one cadd-solis vip pump was returned for investigation in used condition. The tamper seal was missing, the lens was damaged, the dso seal had bubbles, and the battery door was missing. A review of the event history log evidenced the following: "(B)(6) 2019 2:23:16 pm system fault 44,510 occurred 537,418,020 0 0 0, (B)(6) 2019 2:23:16 pm power down, (B)(6) 2019 2:40:35 pm keypad locked, (B)(6) 2019 2:40:35 pm quarter hourly counter, continuous rate is 0.05 ml, kvo rate is 0 ml, (B)(6) 2019 2:40:42 pm medium alarm displayed: loss of power occurred while running, (B)(6) 2019 2:40:48 pm medium alarm acknowledged: loss of power occurred while running." The device was powered up and found to be functional. The customer reported product problem was not replicated. The investigator noted that that "(the event) history would indicate (that the) customer ran (the) unit until it died." The event history showed that the "power loss (occurred) while running, tripping the error code." No repairs were required based on the aforementioned results.

Event description:
It was reported that the device displayed error lec 44510. The product problem was observed during testing. There was no patient involvement.